Manufacturer narrative:
At the completion of the investigation, the clinical evaluation was able to confirm the reported event. The manufacturing evaluation did not reveal any issues or deviations that would explain the reported event. The root cause of the reported event is unknown, there is not enough information to determine the root cause of the reported event. The devices remain implanted in the patient and were not available for further evaluation. Potential contributing factors to the reported event include; off label use, patient anatomy and antiplatelet therapy.

Event description:
The patient had a subsequent endovascular procedure on (B)(6) 2016. The physician elected to implant an additional infrarenal aortic extension and an ovation limb extension to resolve the issue.

Manufacturer narrative:
(B)(4).

Event description:
Patient initially implanted with a bifurcated stent and a suprarenal aortic extension on (B)(6) 2014. During the initial implant the placement of the proximal extension was placed lower than expected due to the long neck of the patient anatomy. Upon follow up, computed tomography (CT) showed a type 1b endoleak and potential type 2 and type 3b endoleaks. The CT also showed stent migration with a decrease in overlap between the main body and the proximal extension. The patient is asymptomatic and has been scheduled for a subsequent endovascular procedure.